Manufacturer narrative:
The company representative observed that the k5 on the purge assembly was not activating. He also found the jp2 ribbon cable connector on the solenoid driver board was not fully seated. The company representative reseated the connector and the iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a preventive maintenance on the iabp, the iabp failed the drive assembly leak test, k6, 7, 8. No patient was involved.